Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted multiple ventricular noise episodes during a follow-up in clinic. The noise was not able to be replicated with the isometric test. The patient was in good condition and will be followed up normally.